Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Computed tomography of the abdomen without contrast was performed, and result showed that an inferior vena cava filter was noted, and the cava was noted to be severely stenotic around the filter. The inferior vena cava caudal to the filter was atretic and was likely chronically occluded. Therefore, the investigation is confirmed for alleged occlusion of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4 (expiry date: 05/2013), g4. H11: h6 (patient, device, method, conclusion). H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported sometime post vena cava filter deployment for a history of deep vein thrombosis/pulmonary embolism that allegedly there was severe caval stenosis around the filter and the filter was chronically occluded. There were no attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with deep vein thrombosis, pulmonary embolism and intracranial hemorrhage was scheduled for placement of an inferior vena cava (ivc) filter. The right common femoral vein was accessed percutaneously and an inferior venacavogram was performed. This demonstrated a normal appearance of the ivc. The filter was then deployed in the infrarenal ivc without incident. The sheath was removed and hemostasis was achieved at the access site by manual compression. No immediate complications occurred. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged occlusion of the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: -do not attempt to remove the eclipse filter if significant amount of thrombus are trapped within the filter or if the filter snare hook is embedded within the vena cava wall. Possible complications: -deep vein thrombosis. -caval thrombosis/occlusion. -occlusion of small vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported sometime post vena cava filter deployment for a history of deep vein thrombosis/pulmonary embolism that allegedly there was severe caval stenosis around the filter and the filter was chronically occluded. There were no attempts made to retrieve the filter. There was no reported patient injury.